Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6), 2022 due to lobar pneumonia. When the infusion connector was replaced during infusion therapy as prescribed by the doctor, the needleless connector was connected, and there was no response to exhaust gas. It was checked that the new needleless connector was blocked, and the needleless connector was replaced. After that, the exhaust was smooth.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21086362. No further information was available to assist the investigation in this instance. A review of the production records for lot 21086362 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6), 2022 due to lobar pneumonia. When the infusion connector was replaced during infusion therapy as prescribed by the doctor, the needleless connector was connected, and there was no response to exhaust gas. It was checked that the new needleless connector was blocked, and the needleless connector was replaced. After that, the exhaust was smooth.